Event description:
A customer reported that their pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.